Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a damaged battery cap. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump and battery cap were returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: no defect was found with the pump. Visual inspection revealed stripped threads on the cap when battery cap was installed onto the pump, there was evidence that the yellow o-ring was visible and not seated properly. Power loss was duplicated. The returned pump was tested with the test battery cap and found no stripped battery compartment threads and no compartment cracks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.